Manufacturer narrative:
This was an endovascular treatment (evt) case. A non-cordis guidewire crossed the lesion after a saber rx 6mm x 15cm x 155cm was inserted to the lesion; however, the pressure was not raising during inflation to six atmospheres. There were no reported patient injuries. The target lesion was the superficial femoral artery with little vessel tortuosity. There was ninety to ninety nine percent stenosis. The device was removed from the patient body and balloon rupture was confirmed, there was leakage of contrast media from the balloon. It was replaced with a same sized new saber pta (different lot number) and the procedure was continued. The procedure was completed with a drug-coated balloon. The lesion had no severe calcification and was not used for a chronic total occlusion (cto). The device was stored on the shelf in the cath lab. The device was stored, handled and prepped normally, (by maintaining negative pressure) per the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The product was not returned for analysis. A product history record (phr) review of lot 17551803 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of ninety to ninety-five percent stenosis may have contributed to the reported event and damage to balloon material may have occurred. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, this was an endovascular treatment (evt) case, a non-cordis guidewire crossed the lesion, after a saber rx 6mm15cm155 was inserted to the lesion; however, the pressure was not raising during inflation at six atmospheres. There were no reported patient injuries. The device was removed from the patient body and balloon rupture was confirmed. Leakage of contrast media was confirmed from the balloon. Therefore, it was replaced with a same sized new saber pta (different lot number) and the procedure was continued. The procedure was completed by a drug-coated balloon. The lesion had no severe calcification. The device was stored on the shelf in the cath lab. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The target lesion was the superficial femoral artery. There was little vessel tortuosity. There was ninety to ninety nine percent stenosis. The device was not used for a chronic total occlusion (cto).